Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 22 and deactivation occurred at pulse 32. The device did not run enough pulses during the priming sequence to deploy the needle mechanism prior to deactivation. A rotational sensor error was present in the download data. The device was reset, connected to a pdm and ran a 5-unit bolus. The needle mechanism deployed during the reset run. A rotational sensor error was present in the reset data. Under magnification, black lines were found across the top of the commutator cap. While damage was found, it cannot be determined if it contributed to the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.